Event description:
It was reported that the patient was experiencing diaphragmatic stimulation when inhaling. It was also reported that output settings were too high when left ventricular capture management (lvcm) was on. Reprogramming was completed. The device and left ventricular lead remains in use. The patient is a participant of the (B)(4) study. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.